Manufacturer narrative:
Patient information are not applicable as there was no patient involvement. Relevant tests/lab actions are in process. Relevant history is not applicable. Implant and explant dates are not applicable as there was no patient involvement.

Event description:
As per complaint (B)(4), during a review of finished goods in the implant direct distribution center it was discovered that a cap label contained the wrong part number. The part number on the label was printed as 654310u. The part number on the label should have been 6534-82n.